Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a nevertouch direct procedure kit. During the evlt procedure, the fiber fractured into two separate pieces inside the patient. This required an additional incision to remove the fragment, however the attempt to remove the fragment was unsuccessful and the fragment was retained in the saphenofemoral junction. The physician reported that he had followed the established procedure and used the fiber introducer. The procedure was completed with another of the same device.the patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The customer's reported complaint description of the fiber became fractured and detached inside of the patient could not be confirmed since no fiber complaint sample was returned. Without receiving product for evaluation a definitive root cause for this event could not be determined. The potential root cause of the fiber tip fracture and detachment is handling damage but when and how this occurred cannot be definitively determined. A device history record review of the indicated packaging/fiber assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/fiber assembly lots for similar fiber detached issue from other customers ((B)(4) all from same customer). During the manufacturing process, the disposable fiber device receives a 100% visual inspection and an aql inspection in which the quality of the fiber strip is inspected. During the packaging step, the fibers are inspected for damage. Labeling review: the instructions for use (16900430-01) which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The user manual (man/31/0075), which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).